Event description:
Customer received a patient digoxin result of 9 ng per ml which was higher than expected compared to the digoxin (linoxin) dosage given to the patient. The sample was remeasured multiple times using a 1:5 dilution (diluted both automatically and manually) on same analyzer. The repeat digoxin results confirmed the initial results. The patient had received 0.5 mg per amp lanoxin in the a.m. In 2009, and two half ampules during the day. Customer stated the patient died of a cerebro vascular accident, however, there was no allegation the digoxin result was connected to the stroke. Per the investigation unit, the patient death had no relevance to the digoxin result and was considered only as additional patient information. If additional information is received, appropriate notification will be provided.